Event description:
A report was received that a patient's precision system was explanted due to infection. The patient exhibited symptoms of redness and soreness at the incision site and a fever. The physician assessed that the infection was not device related and the patient was prescribed oral antibiotics. The patient was reportedly doing well following the procedure.